Manufacturer narrative:
Additional information received on (B)(6) 2021 indicated that the patient stated that she has been having lots of pain in both of her breasts. The pain started last night under her armpit area and shocking pains throughout the breasts, and they are sloshing bad. Her joints also hurt bad. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: na. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient who underwent a breast augmentation primary with two 500cc mentor memorygel silicone breast implants has experienced bilateral capsular contracture (unknown grade), and unexplained systemic symptoms postoperatively, including stomach issues, burning in chest, neurological issues; concentration, memory, confusion. Head related, fogginess. Sloshing, and implants are hard. These issues have not been confirmed by the health care professional. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report related to the left prosthesis.